Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted general surgical procedure, caller encountered error c-00 and c-33 on integrated electrosurgical unit (iesu) [erbe]. Before calling technical support, caller had already rebooted the erbe several times without success. Technical support engineer (tse) checked the logs that showed error c-33. According to the caller, erbe was connected to a dedicated wall socket. Tse advised caller to disconnect the power plug and leave the erbe power switch in the on position for 1 min. After restart, error kept coming back. Tse guided caller to check erbe connection to video processor (vp) and to check external pedals in drawers were not activated by accident. All ok. Then, tse guided the caller to restart the system, issue persisted. Tse informed about the opportunity to use a 3rd party device (coviden/ valley lab force triad). Caller said they have a spare generator and they were going to use it. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator as error c-33 was previously confirmed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the remote fe procedure logs was completed which did not reveal any procedure recorded matching the details provided. A review of the system logs for the provided event date recorded 1 surgical procedure completed which also did not confirm the error reported, hence it was not possible to verify this event from the procedure and system logs. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.